Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no physical damage was observed. The sensor plug was properly seated in the mount. Data was extracted successfully, and sensor was found in sensor state 5 (indicating normal termination). An accuracy testing was performed and all of that and all the results were within specification range. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified higher glucose sensor scan results compared to unspecified readings obtained on a competitor brand meter and experienced dizziness, ¿leg went underneath,¿ and was unable to provide self-treatment due to symptoms. Customer was then provided ¿meat, vegetables and sugar free drinks¿ as well having blood glucose test monitoring performed, however ¿no medication was provided.¿ no further treatment was reported. There was no report of death or permanent impairment associated with this event.